Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion 6fr spb 3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, mildly tortuous, moderately calcified, de novo lesion in the proximal left circumflex. A 2.0x15mm traveler rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was then withdrawn from the patient without resistance, and a non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.